Event description:
A customer reported a cartridge alarm 20 occurring during the load process of their device. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was using multiple daily injections (mdi) as a backup form of insulin therapy, and technical support decided to replace the pump. Additionally, the customer showed interest in obtaining an out-of-warranty loaner pump since the current pump was not under warranty.